Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/severe pain/ abdominal pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2002 and gastric polyps. Concurrent conditions included overweight, right lower quadrant pain, vaginal pain, pelvic pain, vaginal odour, vaginal itching, vaginitis, ovarian cyst and moniliasis vaginal. Concomitant products included ciprofloxacin since 2014 and ethinylestradiol;levonorgestrel (seasonique) since 2011. On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / (heavy menstrual bleeding)"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy/ nickel - diagnosed post-essure") and was found to have weight increased ("weight gain"). In june 2011, the patient experienced fatigue ("fatigue"). In march 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea(cramping)/ dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2014, the patient experienced vaginal discharge ("vaginal discharge"). In june 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes/ bladder problems") and urinary tract disorder ("bladder or urinary problems or changes/ urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), nystatin and surgery (to remove the essure implant-scheduled date: (B)(6) 2019). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, vaginal infection and cystitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: scheduled date for removal of essure device: (B)(6) 2019. Current weight as of 09-08-2019: 218 lbs. Approximate weight at the time of essure placement 190 lbs. Coil released with 4 coils visible on left ostia and 4 coils on right ostia. Plaintiff received treatment for :dysmenorrhea (cramping), pelvic pain abdominal pain, dyspareunia, menorrhagia, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge. Discrepancy noted: previously note that essure implant-scheduled date is (B)(6) 2019 and now it mentioned that essure removal not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2014: diagnoses: abdominal pain, uti.; on (B)(6) 2016: impression: 1. No acute abnormality within the abdomen or pelvis. 2. Non obstructing bilateral nephrolithiasis. 3. Status post cholecystectomy. 4. Normal appendix. 5. No evidence for bowel obstruction. 6. 3.4 cm left ovarian cyst. 7. Bilateral tubal occlusion devices in satisfactory position.. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: impression: 1. Heterogeneous thickened endometrial echo complex containing probable blood products, fluid and/or debris. 2. Indeterminate 3 mm echogenic focus within the endometrial cavity, which may reflect an endometrial polyp. This may be further assessed with follow-up non emergent sonohysterography. 3. Simple 3.4 cm left ovarian cyst. 4. Multiple cervical nabothian cysts.; on (B)(6) 2016: uterus appears with in limit. Small amount of fluid in endo. It ovary complex cyst 1.2 x 1.3 x 1.2 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, migraine, vaginal discharge, uti quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : reporter information was added. New events " pelvic pain, bladder infection and vaginal infection" were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/severe pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2002 and gastric polyps. Concurrent conditions included overweight, right lower quadrant pain, vaginal pain, pelvic pain, vaginal odour, vaginal itching, vaginitis, ovarian cyst and moniliasis vaginal. Concomitant products included ciprofloxacin since 2014 and ethinylestradiol; levonorgestrel (seasonique) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), nystatin and surgery (to remove the essure implant-scheduled date: (B)(6) 2019). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: scheduled date for removal of essure device: (B)(6) 2019. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Coil released with 4 coils visible on left ostia and 4 coils on right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Computerised tomogram pelvis on (B)(6) 2014: diagnoses: abdominal pain, uti.; on (B)(6) 2016: impression: no acute abnormality within the abdomen or pelvis. Non obstructing bilateral nephrolithiasis. Status post cholecystectomy. Normal appendix. No evidence for bowel obstruction. 3.4 cm left ovarian cyst. Bilateral tubal occlusion devices in satisfactory position. Hysterosalpingogram on an unknown date: results: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2016: impression: heterogeneous thickened endometrial echo complex containing probable blood products, fluid and/or debris. Indeterminate 3 mm echogenic focus within the endometrial cavity, which may reflect an endometrial polyp. This may be further assessed with follow-up non emergent sonohysterogram. Simple 3.4 cm left ovarian cyst. Multiple cervical nab6thlan cysts.; on (B)(6) 2016: uterus appears with in limit. Small amount of fluid in endo. It ovary complex cyst 1.2 x 1.3 x 1.2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, migraine, vaginal discharge, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs & mr received. Event injury nos was replaced by the new events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder or urinary problems or changes, migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal pain, vaginal discharge, fatigue, weight gain, bleeding. Lab data was added. Concomitant drugs, conditions, historical conditions and reporter's information were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.